Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 1cped03b for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 29 mg/dl at 11:51 p.m., 164 mg/dl at 11:52 p.m. And 175 mg/dl at 11:53 p.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.